Event description:
A dialysis patient was initiated onto a dialysis machine. He had 10 punds to lose at the end of his treatment he had gained 8 extra pounds. He was reinitiated onto another machine and lost his weight. There was a problem with the dialysis machine.